Event description:
Pain [pain] case narrative: initial information received on 03-nov-2021 from (B)(6) regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a (B)(6) female patient who experienced pain while being treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2021, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection dosage unknown weekly via unknown route (lot number and expiry - unk) for unknown indication. The patient received last injection of 3 injection series in (B)(6) 2021. On an unknown date in (B)(6) 2021, after unknown latency, the patient developed pain. This event required intervention. Since then the patient was still in a lot of pain and had been in pain for 5 months. The patient asked how long the product will last and when it will be reabsorbed. The patient was not taking any other medication but her doctor had prescribed quite a few things for the pain which she no longer took because they did not work. Action taken- unknown. Corrective treatment- codeine and cortisone for pain. At time of reporting, the outcome was unknown for the event pain.

Event description:
Pain [pain]. Case narrative: this case was cross linked with cases (B)(4) and (B)(4) (multiple devices). Initial information received on (B)(6) 2021 from france regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 72 years old female patient who experienced pain while being treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2021, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection liquid (solution) (strength: 16 mg/ 2 ml) dosage unknown weekly via uknown route (lot number and expiry - unk) for unknown indication. The patient received last injection of 3 injection series in (B)(6) 2021. On an unknown date in 2021, after unknown latency, the patient developed pain. This event required intervention. Since then the patient was still in a lot of pain and had been in pain for 5 months. The patient asked how long the product will last and when it will be reabsorbed. The patient was not taking any other medication but her doctor had prescribed quite a few things for the pain which she no longer took because they did not work. Action taken- unknown. Corrective treatment- codeine and cortisone for pain. At time of reporting, the outcome was unknown for the event pain. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2021 for product synvisc. Batch number; unknown. Sample status: not available. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: 23-feb-2022 with summary code as no assessment possible. Additional information was received on 03-nov-2021 from quality department. Global ptc number, form and strength added. Text amended accordingly. Additional information was received on 23-feb-2022 from healthcare professional. Global ptc results, form and strength added. Text was amended accordingly.

Event description:
Pain. Case narrative: initial information received on 03-nov-2021 from france regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 72 years old female patient who experienced pain while being treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2021, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection liquid (solution) (strength: 16 mg/ 2 ml) dosage unknown weekly via unknown route (lot number and expiry - unk) for unknown indication. The patient received last injection of 3 injection series in (B)(6) 2021. On an unknown date in (B)(6) 2021, after unknown latency, the patient developed pain. This event required intervention. Since then the patient was still in a lot of pain and had been in pain for 5 months. The patient asked how long the product will last and when it will be reabsorbed. The patient was not taking any other medication but her doctor had prescribed quite a few things for the pain which she no longer took because they did not work. Action taken- unknown. Corrective treatment- codeine and cortisone for pain. At time of reporting, the outcome was unknown for the event pain. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2021 for product synvisc one. The investigation was in process. Additional information was received on 03-nov-2021 from quality department. Global ptc number, form and strength added. Text amended accordingly.